Event description:
It was reported that the patient was undergoing an ablation for atrial-ventricular nodal re-entry tachycardia (avnrt) and during the last rf application it was noticed that heart block had occurred. Rf was immediately discontinued and patient was monitored. Conduction improved to 1:1 over a 10 minute period but patient could not reach higher heart rates without going into a second degree block. The procedure was ended at that time. The patient was monitored for days. The patient received a pacemaker due to inability to increase the heart rate. The physician¿s opinion regarding the causality of adverse event was procedure-related.

Manufacturer narrative:
The concomitant products: carto 3 model # m-4800-01, serial # (B)(4). Stockert model # m-5463-01, serial # (B)(4). Webster 8 pole model # d-1086-581-s, lot # unknown. Coronary sinus catheter, model# unknown, lot # unknown. (B)(4).